Manufacturer narrative:
Follow up with the physician revealed no further information about this incident. The physician could not determine whether the event was device related; therefore, the final designation was uncertain.

Event description:
The pt with a history of atrial fibrillation, hypertension, and previous ischemic attack presented to the ER with an m2 occlusion. Aspiration was initiated and a total of 5mg of tpa was infused over 45 minutes following the first pass with the penumbra system. The vessel was revascularized from a timi 0 to timi 2 post treatment. Additional imaging later the same day confirmed re-occlusion of the mca. The pt was placed on comfort care per the family's wishes, and expired three days later. The physician designated this event as severe with an uncertain relationship to the device.